Manufacturer narrative:
On 12/06/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information indicated that the date of event was on (B)(6) 2018, and date of explant was on (B)(6) 2018, and patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3505455bc, lot number 7566500, 7566500-037, and right replaced with catalog number 3505455bc,lot number 7535456 serial number (B)(4). (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left mentor smooth round moderate plus profile 325cc saline breast implant, catalog number 3502325, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast augmentation with mentor smooth round moderate plus profile 325cc saline breast implants which the right side deflated after implantation. The issue was confirmed during the physical examination. As a result patient scheduled for removal and replacement with gel implant on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device contained no fluid. White material was observed within the device and on the shell surface. During visual examination, mentor product analysis lab observed the device appears intact. Leak testing was performed in accordance with mentor procedures, and one leak was found on the anterior view of the device. The leak was caused by a rent measuring 1.0 cm in length. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the white material observed. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/14/ 2019, mentor became aware that the reports were duplicates of a manufacturer report number (B)(4). All future information will be reported in this complaint. Manufacturer¿s reference number: (B)(4).